Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed false reactive alinity I anti-hbs results generated for patient samples. The following data was provided: initial result = 57, repeat = <10. Initial result = 11.5, repeat = <10. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did not identify any trends for the issue for the product. The ticket search by lot indicates that the complaint lot performs as expected for this product. Device history review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot and complaint issue. The overall performance of the alinity I anti-hbs reagents was reviewed using field data gathered from customers worldwide. The median values for complaint lot 65163fz00 are within the established limits and comparable to the historical reagent lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbs reagent, lot 65163fz00, was identified.

Event description:
The customer observed false reactive alinity I anti-hbs results generated for patient samples. The following data was provided: initial result = 57, repeat = <10. Initial result = 11.5, repeat = <10 . No impact to patient management was reported.